Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board of the device. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to monitor pressure sensor (mt1) that had evidence consistent with physical damage.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's sensor board and oxygen blending module board were replaced to address the issues.